Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during therapeutic myomectomy procedure the ceramic head at the front end of the resection sheath, fell off into the patient's uterine cavity, and the surgeon used grasping forceps to remove it. The procedure was completed using a similar device. There were no reports of patient harm. Additional information regarding the procedure and patient outcome has been requested but unavaliable at the time of the report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, damage to the ceramic beak of the sheath was likely caused by thermal and mechanical induced impact, wear and tear, improper handling, and/or mechanical overload such as fall, shock or similar stress. However, it cannot be confirmed whether there was pre-existing damage, wear, or if there was any damage on the ceramic insulating insert caused during the last reprocessing, or during previous device usage. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿4 before use - warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel.¿ ¿4.1 inspection and testing: inspecting the product¿ visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures).¿ ¿warning: risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged.¿ ¿damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.